Event description:
The account alleged the side rail did not function. No pt impact.

Manufacturer narrative:
The technician found the side rail pivot knob was twisted off causing the spacer to fall off which locks the side rail in place. The technician replaced the side rail pivot knob and spacer to resolve the issue.